Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 46-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was on impella cp support when there was a "position in aorta" alarm. Left ventricle and aorta were super imposed over each other, and mitral valve was flat. Initial attempts to reposition were unsuccessful, however the next morning the pump was repositioned and the pump was still deep at 5.4cm post repositioning. The pump was explanted later that day.

Manufacturer narrative:
Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.